Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the therapy was suspended on (B)(6) 2015. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was reported).

Event description:
The healthcare professional of the clinical study reported the patient had (B)(6). The patient noticed pain at their implant site after surgery. They went to the physician and a (B)(6) infection was diagnosed. Medication was administered as an intervention and the event resulted in in-patient hospitalization and an emergency room visit. The etiology was possibly related to the implant procedure. The event was considered resolved without sequelae. The patient's indication for use is urinary dysfunction and gastro-intestinal pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.